Event description:
A hospital in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit did not pass the evita2 dura ventilator leak test. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was returned to the manufacturer. The complaint breathing circuit was pressure tested, submerged in a waterbath to test for leaks and visually inspected. Results: the pressure test revealed a leak, and the waterbath test identified the leak to be at the patient end connector of the expiratory (evaqua) limb. The visual inspection revealed that there was not enough glue at the patient end connector. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is likely that insufficient glue in the evaqua limb connector caused the complaint breathing circuit to fail the ventilator leak test. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. However, unfortunately this one was most likely overlooked during production. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. (B)(4).